Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the device log identified low battery advisories during the event prior to the device shutdown. No errors or faults in the log to suggest a malfunction. The device appears to be functioning as designed. Analysis of reports of this type has not identified an increase in trend.